Event description:
During an in clinic follow up, the device was unable to be interrogated using radio frequency (rf) telemetry. Technical support was contacted and recommended restoring the device firmware to resolve the event. The physician elected to not perform restoration of the firmware at this time. The device was able to be interrogated using inductive telemetry. The patient was stable and will continue being monitored.